Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 26feb2021.

Event description:
The customer reported the touchscreen is defective. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site and determined that the unit did fail to meet specifications. The fse replaced the touchscreen and resolved the reported issue. The device was then confirmed to fully meet specifications and placed back into service. The touchscreen was returned for failure investigation (fi). The touchscreen was received damaged with cracked or shattered glass. No failure investigation was performed.